Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the bd q-syte¿ extension set micro bore. This occurred with 2 devices after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "blood oozing at the joint."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-21. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received four used q-syte units without packaging. The units all have thick traces of media throughout. Through the visual evaluation, there are no anomalies or damage to the external areas of the q-syte at the top or bottom of the unit or top disk. The slit at the top disk is centered in the correct position on all four units. Units #1 and #2 dsiplay no damage to the top disk or slit of the top disk. Units #3 displays a large tear at one end of the slit and unit #4 displays a small tear at the end of the slit. None of the units revealed a column tear or damage to the column wall. A water leak test was then performed in both the actuated and unactuated positions. Units #2 and #4 did not leak in either position. Unit #1 did leak from the top of the unit in the unactuated position. Unit #3 did leak from the vent hole when in the actuated position. For units #1 and #3, the slit at the bottom disk is centered and in the correct position, however a large tear at one end of the slit was observed. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leaked from the bd q-syte¿ extension set micro bore. This occurred with 2 devices after use. The following information was provided by the initial reporter, translated from chinese to english: "blood oozing at the joint."